Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Product code: 04.033.274s. Lot number: 27p0843. Manufacturing site: bettlach. Release to warehouse date: 03.12.2019. Expiry date: n/a. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that (B)(6) 2021, the patient underwent for a surgery. During the surgery, it was it was noticed that wires and drill bit were missing the nail when inserted through the aiming arm of the frn. Frn nail was removed and pfna nail inserted. The surgery was completed with unknown time delay. The patient outcome was unknown. Concomitant device reported: insertion instrument (part# unknown; lot# unknown; quantity: 1). Screws: recon (part# unknown; lot# unknown; quantity: 1). Guides/sleeves/aiming: aiming arm (part# unknown; lot# unknown; quantity: 1). This complaint involves three(3) devices. This report is for (1) 12mm / ti cann frn / gt 440mm / right - sterile. This is report 1 of 1 or complaint (B)(4).

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that november 14, 2021, the patient underwent for a surgery. During the surgery, it was it was noticed that wires and drill bit were missing the nail when inserted through the aiming arm of the frn. Frn nail was removed and pfna nail inserted. The surgery was completed with unknown time delay. The patient outcome was unknown. Concomitant device reported: insertion instrument (part# unknown; lot# unknown; quantity: 1). Screws: recon (part# unknown; lot# unknown; quantity: 1). Guides/sleeves/aiming: aiming arm (part# unknown; lot# unknown; quantity: 1). This complaint involves three(3) devices. This report is for (1) 12mm / ti cann frn / gt 440mm / right - sterile. This is report 1 of 1 or complaint : (B)(4)

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Product code: 04.033.274s. Lot number: 27p0843. Manufacturing site: bettlach. Release to warehouse date: 03.12.2019. Expiry date: n/a. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.